Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, system notices had occurred indicating a mechanical component error and there was a problem with the system. The console was rebooted without resolve and the procedure was aborted. The patient was under general anesthesia and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files showed a system notice indicating that the safety system detected a power up error (system notice 11200). A field service visit was completed by the service engineer; however, a field service engineering report (fser) was not completed as no console inspection was done. There was a problem with the grounding system of the hospital. In conclusion, the console was not returned and the reported issue was related to the power grounding system of the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.